Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4074-58 lead, implanted: (B)(6) 2010. (B)(4).